Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Date provided is a scheduled explant date.

Event description:
Patient reported " implant rupture" on an unknown side. Device remains implanted.